Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with a fully fired reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was used to staple the renal vein and artery with a white load. The device fired as intended however, there was bleeding at the staple line. After the procedure, the patient was given a blood transfusion. The amount of blood loss in unknown and the amount of units given is unknown. The patient also had an elevated blood pressure. The patient is fine now.